Event description:
It was reported that the lead exhibited bipolar atrial lead impedance of 200 ohms, and unipolar impedance of less than 200 ohms. There was poor sensing in both unipolar and bipolar configurations, and capture was intermittent. The lead was capped and replaced, and the patient was to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.